Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured and was then simply removed from the patient's body. The procedure was completed with a different device. No complications reported and the patient was good.